Manufacturer narrative:
Additional information was received indicating that the stuck introducer was managed to be removed by the patient's mother. It was also reported that the patient is currently in the intensive care unit (ICU) for an unrelated issue. There were no further reported issues.

Manufacturer narrative:
Additional information: please see below: patient information populated. Adverse event selected. Serious injury selected. Additional information selected. Additional information was rovided indicating the the product problem occured during patient use and that medical intervention in the form a treacheostomy tube change out was required. No patient injury or further complications were reported in relation to this event.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the introducer is sticking to the flange. It was reported that device functioned correctly upon initial use, but once it was washed and used once more, this incident occured. No adverse effects were reported.